Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operative x-ray showed that this right ventricular (rv) lead was dislodged and exhibited high threshold. Hence, the lead was repositioned. In addition, this lead exhibited noise after lead revision. To date, the lead remains in service. No additional adverse patient effects were reported.